Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl - right, reason(s) for revision: pain. Update- updated original surgery date taken from claimsuite dated (B)(6) 2013. Update- updated reason for revision, added patient ID. Taken from form 73 dated (B)(6) 2013. Reason for revision: dislocations (not arising from traumatic event) component loosening (querying), alval requested component loosening info 3 times. Still waiting on the surgeons response. 3rd email sent on (B)(6) 2013. Update (B)(6) 2014: we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2014. We have also rec'd the following updates: new explant date - (B)(6) 2012. Patient name. Patient sex. Patient dob. This com is out of CAPA and has been assigned to both (B)(6).